Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported damaged pins on battery slot b. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Event description:
The customer reported damaged pins on battery slot b. There was reportedly no patient involvement; the customer reported that the device was not in clinical use. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pins 7 and 8 on the j1 connector were found bent and compressed.